Event description:
The patient contacted lifescan and reported that her one touch ultra meter was reading inaccurately high. There is no allegation of harm or serious injury. The patient provided high results of 430 mg/dl and 550 mg/dl on her meter. She was invalidly comparing these results to another one touch ultra meter (results were not provided). During troubleshooting, it was verified that her meter was set in the correct unit of measurement at the time of testing and that the meter was coded correctly. Her testing technique was also per the owner's manual. Her test strips were in good condition and within the expiration date. She called her doctor for advice in regards to the high results on her meter. Her doctor ordered her a prescription of humalog, but she had not filled that prescription yet. She was walked through a control solution test, which failed outside the range. She was asked to retest, but the second test failed as well. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a product malfunction since the control solution test failed twice. The patient was sent a replacement control solution and test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.